Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2011. It was reported that he could not establish communication with the device via the charging system. In an effort to resolve this matter, a new charging system was shipped to the pt. Follow-up on this issue found that the alleged problem persists with use of the replacement unit. The pt can reportedly recharge the ipg with use of a spacer; however, the resulting communication is said to be intermittent. The use of additional spacing during recharging yielded the same results. An appointment has been scheduled for further interrogation.